Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that the customer was sleeping on the pump. Customer stated that the buttons were not responding or slow to respond for the last 3-4 months. Customer stated that the down arrow button was slow to respond. Customer wears the pump in his pocket. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The up and down arrow on the insulin pump had intermittent response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump communicated properly with the glucose sensor simulator, minilink transmitter, blood glucose meter. The insulin pump had cracked reservoir tube lip, minor scratches on the lcd window, scratched reservoir tube window, and missing end cap sticker.